Event description:
It was reported an angio-seal device was deployed in 2003. The pt complained of pain during the deployment. The pt developed an infection, date unk. The following month, the pt underwent surgery, where the angio-seal device was removed; the anchor was intact and had not changed form. The pt was reportedly recovering.